Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 4619, 4621.

Manufacturer narrative:
Patient weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
It was reported to a philips representative on 22 mar 2021 that on (B)(6) 2021, a lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to redundant leads (class 2 indication). It was reported that the patient had a dual chamber system. Prior to the procedure, both leads were cut and prepped in normal fashion for extraction. The rv lead lumen had an obstruction and a spectranetics lead locking device (lld) was inserted into the rv lead, but was not able to pass further than the subclavian vessel. It was noted by a cardiac management representative present in the case that the surgeon applied a lot of force trying to advance a clearing stylet through the obstruction present in the rv lead. It was decided at that time to only pursue extraction of the ra lead. A spectranetics glidelight laser sheath was used first to attempt extraction of the ra lead, but progress stalled. Next, a spectranetics 13f tightrail rotating dilator sheath was used, and the ra lead was successfully extracted. The rv lead was capped and abandoned (the lld had been removed from the rv lead prior, so only the rv lead itself was capped). Sheaths were pulled, and the pocket was closed. 15-20 minutes post-extraction, the patient's blood pressure dropped and an effusion was detected. Rescue efforts began, and a sternotomy was performed. A tear in the patient's innominate/superior vena cava (svc) region was discovered. The repair was successful and the patient survived the procedure. There was no alleged malfunction of the tightrail device in use during the procedure. This report is being submitted to capture the tightrail device being used in the area of injury (it was reported that the glidelight device did not reach the area of injury before progress stalled).